Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during initial testing at zoll medical (B)(4). The device was returned to zoll medical corporation; after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the malfunction. The customer was sent a replacement device. The batteries that were being used at the time of the reported problem were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.